Manufacturer narrative:
Internal complaint number:(B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device not sealing and causing bleeding. Pressure was applied to leg to stop bleeding. They used 2 units of blood for blood transfusion. There were at least 1 more hour to the length of case added. There were energy but the jaws could not seal the tissue effectively. Patient is stable in cvicu. New device was opened and used.